Event description:
It was reported that the tip of the lead was not working and that when an uncoated device was programmed unipolar the patient experienced pocket stimulation, and there was high impedance greater than 4000 ohms. After implant of the device capture could not be confirmed in either unipolar or bipolar, and there was high impedance in unipolar and bipolar, when pacing through the tip. Via the ring there was capture along with pocket stimulation. The physician switched out the device to a model which was coated, and there was capture with no muscle stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the tip of the lead was not working and that when an uncoated device was programmed unipolar the patient experienced pocket stimulation, and there was high impedance greater than 4000 ohms. After implant of the device capture could not be confirmed in either unipolar or bipolar, and there was high impedance in unipolar and bipolar, when pacing through the tip. Via the ring there was capture along with pocket stimulation. The physician switched out the device to a model which was coated, and there was capture with no muscle stimulation. The lead remains in use. No patient complications have been reported as a result of this event.